Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine automatically powered down after seconds in rinse mode. The biomed reported that the wall outlet the machine was plugged into tripped. Upon follow-up, the biomed stated that the bicarb pump cable is "fried". The bicarb pump and heater rod were replaced to fix the issue, and the machine is back in service. There was no patient involvement, and no injury or adverse event to any other personnel as a result of the reported issue. The biomed stated that they keep the defective parts so they are not available to be returned. However, photos were provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A review of the attached photos shows that the entire length of the bicarb pump cable is discolored (brownish color on a gray cable). No damage or discoloration can be seen on the actual bicarb pump, only discoloration of the cable. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
H3 plant investigation: multiple gear pump heads were returned together without any labeling for a specific machine. All gear pump heads showed no signs of physical damage. Each gear pump heads were tested individually on a test machine to test for the reported failures. At a dac rate of 180, the deaeration pressure measured low (approximately -10 inhg) during the deaeration pressure calibration. A low deaeration pressure can cause the reported td16 (fail on-line pht) and other pressure tests to fail during self-test. The deaeration pressure was able to be calibrated without any problems at a high dac value (dac value above 200) to achieve a deaeration pressure of -24 inhg. The self-test passed. The returned product has no relation to the reported issue against the bicarb pump cable, and therefore, the reported issue could not be confirmed from the parts returned.